Manufacturer narrative:
The reported event was confirmed. An irrigation eggshell white latex foley catheter was returned with a cut noted on the catheter shaft . This damage would fail the visual inspection per procedure. A potential root cause could be due to "inappropriate package design" based on the event is unknown if he catheter was used for treatment or diagnosis. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use" this instruction would help prevent the use of a defective catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a split down the length of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a split down the length of the catheter.